Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon interrogation, it was noted, that the right ventricular (rv) lead exhibited high pacing threshold. The rv lead was explanted and replaced. The patient was in stable condition.